Event description:
It was reported by the rep that (1) ax55g was used during a low anterior resection procedure. It was reported that the stapler was fired across the bowel. When the stapler was opened the staples had not formed correctly. The surgeon then had to complete the anastomosis by hand.